Event description:
It is reported that heterotopic ossification was found on the patient's left hip.

Manufacturer narrative:
Evaluation summary: the heterotopic ossification was identified (B)(6) 2012, approximately 6 months post-op. The severity is noted as mild. The 6-month progress notes state that the patient is doing very well and pleased with the results. The x-ray reports were reviewed and "show the prosthesis to be in good position and well aligned without any signs of loosening or acute abnormality." No note of heterotopic ossification is described. No x-rays are returned for review. Cause cannot be definitively determined. Evaluation: the manufacturing records of the parts were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification.